Manufacturer narrative:
The company service representative examined the system and confirmed the system messages reported in the event log. The application software was reloaded. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "system message displayed" (device displays error message). The nurse reported that after the case was completed, a system message displayed. The system was rebooted and then displayed a different system message displayed. The system was switched out to proceed with the rest of the cases. There was no pt involvement.